Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# c01a, 510k # k041584 and UDI (B)(4) is approved for sale in us. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a product used in spinal therapy. It was reported that the cement was mixed by mixer and filled into bfd as usual, and then the viscosity was observed, the cement filled in bfd hardened in 3 minutes and the filling became impossible. Another kit was opened to complete the procedure. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. The device will not be returned due to blood contamination. Device status reason : never implanted additional info received. The malfunction cement did not come in contact with the patient. Because it was an operation, it bled and even though the surgical gloves were wiped with gauze, the patient's blood would inevitably adhere. Since the device that manipulated cement and the device that filled cement were operated by that hand, the product also had patient blood. So it was reported as blood contamination. There was a delay of about 10 minutes. The procedure was completed successfully. Pre-operative diagnosis: low back pain compression fracture levels implanted: low back pain level.